Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient fell at home on (B)(6) 2016 and fractured her heel. The patient was admitted to the hospital and later transferred to care facility for rehab. The patient was found face down and tried to revive but were unable to do so. Per the patient's husband, the coroner said the death was related to her heart and no autopsy would be performed. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.